Event description:
It was reported that, during preparation for the procedure while testing the device, there was a laser aiming deviation found in the console. When the laser is fired, the treatment position was changed sometimes. The aiming beam was coming through a micromanipulator, which was connected to a zeiss microscope, when the event occurred. No error messages were received. There was no procedure or patient involved.

Manufacturer narrative:
The console was not returned for analysis. However, the console was serviced at the customer's site by a field service engineer. After inspection, the reported momentary deviation was confirmed. It was found to be caused by the handpiece. After performing realignment, the reported issue was resolved, and the console was working within specifications.

Event description:
It was reported that, during daily inspection, there was a laser aiming deviation found in the console. When the laser is fired, the treatment position was changed sometimes. The aiming beam was coming through a micromanipulator, which was connected to a zeiss microscope, when the event occurred. No error messages were received. There was no procedure or patient involved.